Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the shim was found to be missing ball bearings. All missing components were accounted for.

Manufacturer narrative:
Visual inspection of the returned device found that both ball bearings and springs are missing. These components were not returned and their location is unknown. The device also exhibits stains that may be a result of washing and scratches indicative of wear. Dimensions were found conforming to print specifications where measured. The device was manufactured on july 15, 2014 and had a field life of approximately one year and ten months. The device was used an unknown number of times in the field. Therefore, based upon return of conforming prints and the extended field life, it is believed that this device left zimmer biomet control conforming for use. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. It has been identified that ultrasonic cleaning may result in the ball bearings and springs to eject from the tasp shim. A field notice has been sent to the field regarding this failure mechanism and a re-design to account for it has taken place. Upon follow-up it was found that hand and machine wash were used for cleaning, and not ultrasonic cleaning. Therefore, the root cause is a previously addressed design issue.